Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of treatment. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications during treatments at this day. No technical problem with the system can be identified by reviewing the logfiles. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optometrist reported a patient with loose, sloughing epithelium in the left eye the same day after lasik treatment. The patient had pain, blurry vision, and noted not being able to open or use the left eye. A bandage contact lens was placed at the one day post operative visit. The patient will be monitored. Additional information received stated on day four the patient returned and the bandage contact lens was removed. The condition was fully resolved. The patient was much happier with comfort and vision and had no complaints. On day eight post operative visit, the epithelium looked great. The patient is doing well.